Event description:
A laser center tech reported that a pt had residual astigmatism and redness following lasik surgery. The symptoms resolved without treatment, however, post-operative data showed that some residual astigmatism remained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).